Manufacturer narrative:
Concomitant medical products: product ID: 37092, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins wasn't working properly, which they clarified meant that the patient didn't feel stimulation tingling up their back. They also reported that it took a long time to charge the battery and the patient would sit for 3 hours to charge. The caller did not provide an answer on the battery level at the start of the charging session. The patient could get 6 coupling boxes and confirmed that the ins was successfully recharging. They patient normally got 8 coupling boxes. During the call the patient moved the antenna off the ins and put it back over the ins and no coupling bars were filled in. They repositioned that antenna and got 8 coupling bars. The ins was charging as expected. The caller mentioned that the recharger battery was full and the ins was taking longer to charge since around the time of a fall, but then they mentioned that the patient had not charged since their fall. The caller stated that the patient's stimulation was off and they patient wasn't sure if they were pushing the correct button to turn on stimulation. The caller confirmed they were able to turn stimulation on and the patient was on group b. The ins battery level was very low and the patient programmer battery was only half full. Upon turning stimulation on the patient was still not feeling stimulation. The patient had a fall 2 months prior (on (B)(6)) and the patient fell on their right side and hit their shoulder and head. They weren't sure if they damaged the stimulator. The patient was redirected to their healthcare provider to check their implant/leads. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37092: product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient wasn't feeling stimulation. They were trying to put the device into MRI mode, but they saw low ins battery screen. The fall occurred on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the caller stated the patient does not know if the ins is working. The caller stated the ins is "charged up", and when the patient programmer (pp) is put over the ins, the screen shows low pp battery. It was reviewed what this screen means and the caller replaced the pp batteries with aaa alkaline batteries. Once the caller changed the batteries and connected to the ins, the caller confirmed that stimulation is on, and mentioned the adaptive stimulation (as) was on the screen and the pp said "upright". The caller confirmed this was the correct position. The caller then tried increasing stimulation, the patient reported he still did not feel stimulation. During the call, the caller mentioned that stimulation helped the patient before, but he cannot feel stimulation anymore and is therefore not getting therapy relief. The caller also mentioned they have been trying to set up an x-ray of the patient's back because he has been having problems with walking and balance. The caller confirmed the x-ray was to check on the structure of the back, not the device. The caller also noted a fall a couple months and, the patient does not remember if he has had stimulation since the fall. The patient and caller were redirected to follow up with the patient's healthcare provider (hcp). No further information was reported.